Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
This pi is for simplex hv with antibiotics. In the journal of arthroplasty article "primary total knee arthroplasty performed using high-viscosity cement is associated with higher odds of revision for aseptic loosening," one table provides information that for simplex hv, with and without antibiotics, 20 revisions were performed for aseptic loosening. Study cohort (1072 patients total, including patients with competitor cement) had a mean age of 64.9 ±8.9 years. 39.3% of patients were male, 60.7% female. Journal of arthroplasty 35 (220) s182-s189.